Manufacturer narrative:
Insulin pump alarmed after battery change due to broken solder joint of connector on interface board. Insulin pump received with normal operating currents. No unexpected low battery alarm noted. Insulin pump received with minor scratches on display window, scratched case, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump displayed excessive no delivery alarms. The patient's blood glucose level is 184mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.